Manufacturer narrative:
No evaluation was performed as the device has not been returned at this time. Healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a manufacturer representative that the blade shook during an inferior terbinate surgery. This problem was noticed in the beginning of the operation. The doctor reinstalled the blade but still could not solve the problem. Finally, the doctor used another new blade to complete the operation. It was noted that it was the initial use of the blade.the surgery was delayed for about 3 minutes and no error code was displayed on the console. It was noted that there were no patient symptoms associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.